Event description:
Case description: this spontaneous report was received from a chilean healthcare professional and concerns a female patient. The patient was injected with radiesse into the temporal area and mandibular contour, on (B)(6) 2026. Batch number was reported as a00211690 (expiry date: jun-2027). The batch record review was received and the lot number for radiesse was confirmed as a00211690 (expiry date: jun-2027). A lot search in the global safety database was conducted. On (B)(6) 2026, on the same day after the radiesse injection, the patient experienced inflammation in the temporal area and mandibular contour. It was ambiguously reported that the stop date of the event was 09-may-2026. The outcome of the event was reported as unknown. In the opinion of the reporter, the event was related to radiesse. Follow-up information was received on 05-jun-2026: the case was upgraded to serious. The patients' initials were provided. The patient was injected with radiesse for aesthetic purposes, aiming to improve skin quality, stimulate collagen production, and enhance facial tissue support, on (B)(6) 2026 at 3:00 pm. Radiesse was diluted with lidocaine to a final volume of 6 ml (product preparation issue, off label use of device). Radiesse was distributed bilaterally using a fanning technique in the temporal region (0.5 ml per side) and along the mandibular contour (2.5 ml per side), for a total volume of 6 ml. As reported, four bilateral entry points were created at the level of the zygomatic arch and mandibular angle. Local anesthesia was administered at the entry sites. A 22g cannula was used, with initial access obtained using the needle provided in the product kit. Prior to treatment, facial cleansing, chlorhexidine antisepsis, and topical anesthesia were performed for approximately 30¿40 minutes. During the pre-treatment evaluation, the patient expressed concerns regarding perceived changes in skin quality, dryness, pigmentary alterations, and facial volume loss. A complementary dermapen treatment with new cellular treatment factor (nctf) was subsequently performed, and the procedure was completed with the application of a post-procedure mask. During the procedure, no abnormalities of the product, application device malfunction, manufacturing defect, packaging issue, or technical incident related to the materials used were observed. The patient was previously treated with botulinum toxin injections, vitamin complexes, and thread-lifting procedures, approximately between 2020 and 2022, and there were no complications. The patient also previously underwent additional aesthetic procedures performed by other practitioners, including facial contouring and filler treatments. The patient underwent a hysterectomy several months prior to radiesse injection, and perceived changes in her facial appearance following that procedure. The patient's medical history included controlled hypothyroidism and gluten intolerance. On (B)(6) 2026 at 9:00 pm, six hours after the radiesse injection, the patient reported facial edema via telephone communication and submitted photographs. Initially, the condition was interpreted as a post-procedural inflammatory reaction. Prednisone 40 mg daily (20 mg every 12 hours) in combination with an antihistamine was recommended. Due to the time of the consultation, the patient reported having other medications available at home and provided photographs of these medications for assessment. That same evening, she initiated treatment with clofexan® (betamethasone combined with dexchlorpheniramine maleate). On (B)(6) 2026 at 11:00 am, the following day, the patient reported persistence of the edema, and she was advised to continue anti-inflammatory treatment and maintain close monitoring of her clinical evolution. At 9:00 pm, in-person evaluation revealed increased facial edema and localized warmth. During subsequent communications, it was noted that the patient followed a medication regimen different from the one initially recommended, including additional corticosteroid doses. On (B)(6) 2026, as the condition progressed, the patient subsequently sought medical attention at the emergency department of clínica alemana, where she underwent medical evaluation, complementary diagnostic testing, and additional treatment, including intravenous corticosteroids. Throughout the event, active clinical follow-up was maintained through in-person evaluations and telephone contact. In addition, referral for assessment by specialists experienced in complications associated with aesthetic procedures, including dermatology and maxillofacial surgery, was offered. The patient elected to continue management with the treating medical team at mentioned clinic. Subsequent evolution, as reported by the patient, indicated progressive clinical improvement. Due to the provided information, the outcome of the event was considered as resolving (also reported as not resolved, changed from unknown). In the opinion of the reporter, based on the information currently available and in the absence of a definitive diagnosis issued by the treating team, it was not possible to conclusively establish an exclusive causal relationship with either the product or the procedure. The event required intervention to prevent a life-threatening condition or a permanent damage, was not life-threatening, did not require hospitalization, was not considered to be permanent and did not led to a new diagnosed chronic disease.

Manufacturer narrative:
Assessment/investigation by merz: the batch record review for radiesse, lot a00211690, contains corrective/preventative actions (CAPA) related to this lot. Reference (B)(4). During the batch record review, it was determined that this CAPA did not contribute to the reported complaint because it did not impact final product quality. A lot search in the global safety database was conducted on the reported lot and no similar events were noted. A review of trending for radiesse did not identify any trends related to the reported issue (q4-2025 radiesse product family trending report, (B)(4), 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as non-serious per the following rationale: the information provided suggests the event is consistent with localized reactions to dermal filler injections which are typically self-limiting and may resolve without medical intervention. Corrective treatment was not provided and outcome was reported as unknown. The event occurred in a compatible temporal and local relationship. The event injection site inflammation is expected based on the currently valid chilean instructions for use (IFU) of radiesse and can occur after treatment with radiesse. Based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. There is no indication that the event resulted in permanent impairment or required medical intervention to prevent a permanent damage. Additionally, the event was not reported as life-threatening and did not require hospitalization. Therefore, based on the information provided, the reported event is classified as non-serious. Merz causality re-assessment due to follow-up information received on 05-jun-2026: this case was upgraded to serious with the serious event injection site inflammation. Based on the information provided, the patient received comprehensive treatment including intravenous corticosteroid therapy as well as evaluation and went to the emergency department. Furthermore, in the opinion of the reporter, the event required intervention to prevent a life-threatening condition or a permanent damage. Off label use of device and product preparation issue are coded for formal reasons only. A dilution with lidocaine is not an approved indication for radiesse based on the chilean IFU. In this case, the inflammation seems to be a preliminary diagnosis pending further confirmation. The reported edema is considered as a symptom of the inflammation and was therefore not coded. Possible confounding factors include the previous aesthetic filler treatments as well as the complementary dermapen treatment with new cellular treatment factor (nctf). Nevrtheless, a contributory role of the treatment with radiesse cannot be excluded with certainty as also indicated by the reporter. Causality for the event remains unchanged as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. This case is upgraded to serious with the serious event injection site inflammation because treatment was deemed necessary to prevent a permanent damage.